Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions. " and "intraoperative or postoperative bone fracture and/or postoperative pain."

Event description:
It was reported that the patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2013 due to pain. During the procedure, adverse tissue reaction and corrosion inside the modular head and stem taper were noted. The modular head and stem were removed and replaced.